Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Missed screw hole in the recon nail. Proximal oblique hole. Older recon targeter used in antegrade mode.